Event description:
It was reported that during the use of bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed the cap coming off during centrifugation on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 10 retained samples were drawn with water and centrifuged, and none of the cap/stopper assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during the use of bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer noticed the cap coming off during centrifugation on unspecified number of tubes. There was no health impact or consequence reported.